Event description:
The customer reported to a baxter representative a condition a one-link microbore catheter extension set that was alleged with no flow while in use on an unknown newborn patient; the product was being utilized with an unknown make of infusion pump, and the pump alarmed for occlusion. The facility reports further that they believe that this condition only occurs when the product in question is used in conjunction with an infusion rate lower than 10ml per hour. It is not known what solution was being infused at the time of the reported condition. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. Therefore the customer reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.